Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. 3012447612-2019-00459 and 3012447612-2019-00462. Medwatch report mw5090356.

Event description:
It was reported that a patient underwent a revision surgery to remove a pedicle screw, closure top, and rod. There was no further surgical or patient information was provided. This is report two of three.

Event description:
It was reported that a patient underwent a revision surgery to remove a pedicle screw, closure top, and rod. There was no further surgical or patient information was provided. This is report two of three.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: results, and conclusion codes. The device was not returned for evaluation; however, a picture was provided. Photos provided do not show evidence of a device malfunction. The complaint is unrefuted for a revision surgery. Without product return a full evaluation cannot be completed so no evaluation results are available. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review can not be performed in this case. It was reported that a patient underwent a revision surgery to remove a pedicle screw, closure top, and rod. The reported complaint could not be verified. The exact cause of this event can't be determine with the available information.